Manufacturer narrative:
Abbott engineering performed a review of the session records and/or data logs provided from the field. The reported event of the device not returning to pacing at base rate after sensing test was not confirmed. Based on the information provided, it was determined that the device reverted back to permanent settings after the sense test. The device allowed pacing at the slower intrinsic rate despite the programmed pacing rate being higher due to being in rate hysteresis mode. The device is performing per programmed settings.

Event description:
During follow-up, the device behaved inappropriately after a threshold test was performed. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.